Manufacturer narrative:
Common device name and device product code was unknown. The catalog number, serial number and UDI number were unknown. Concomitant med products: motor device. PMA/510(k) number was unknown. The device manufacture date was unknown. Quality engineering evaluated the device. The cutting burr device was examined using 25x magnification and rechecked on an optical comparator. It was reported that a full assessment of the device could not be performed due to the condition the device was received in. It was reported that the piece of the cutter was broken off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not sent in. The assignable root cause of the reported failure was determined to be due to worn out and damaged locking assembly on the motor which caused the cutter to become stuck in the handpiece and extreme force being used to remove the device, which would cause it to fracture (user error). If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that an unknown cutting burr fragment was found inside the motor device once it was returned for service and evaluation. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.